Manufacturer narrative:
(B)(4). The reported patient effect of cerebrovascular accident (stroke) is a known adverse event listed in the acculink instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trail that on (B)(6) 2010, after the placement of the rx acculink stent in the left internal carotid artery, the patient was found to have right-sided weakness and difficulty with speech that was diagnosed as a stroke. There was no treatment provided; however, the administration of tpa was considered, but not provided to the patient since the major blood vessels had no observable clots; thus the risk of administering tpa was greater than the potential benefit. The patient's condition has improved and was transferred to a rehabilitation facility on (B)(6) 2010. Though requested, no additional information was provided.